Event description:
The customer reported that they obtained an erroneously elevated advia centaur high sensitivity troponin I (tnih) result vs repeat testing / alternate method. The initial elevated result was reported to the physician(s) and the result was questioned. The physician questioned the result due to the patient experiencing chest pains. The physician ordered a second draw 1-2 hours post original draw, and a new sample was drawn from the same patient and processed on the same analyzer and a lower result was obtained. The original sample was repeated again on the same analyzer using a new reagent pack of the same lot and a lower result was obtained which was consistent with the new sample result. The original sample was repeated again on a non-siemens analyzer and obtained a lower result. A new sample was drawn from the same patient and processed on the same analyzer and a lower result was obtained. The lower result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated advia centaur high sensitivity troponin I (tnih) result vs repeat testing / alternate method. Siemens evaluated the information provided by the customer. Quality control (qc) recovered acceptably on the day of the event. The reagent pack issue was ruled out because other samples repeated on the fresh pack did not change. Based on the available information, the cause of the erroneous result cannot be determined. The customer is operational. A product issue was not identified. The instrument is performing according to specifications. No further evaluation is required.